Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a vats lobectomy procedure, surgeon had fired two reloads without any issues. On the next firing after completing the firing, the surgeon could not pull the black return knobs back to open the stapler. The stapler was locked on the tissue. Eventually, they broke the return mechanism and had to use additional staples to wedge out the reload that was locked on the tissue. There was unanticipated tissue loss and tissue damage. The damage was permanent. There was no blood loss of 500cc or more. Surgical time was extended by 30 min or more due to the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was received attached to an handle;the device sled was fully advanced. This did not match with the position of the firing knobs on the returned handle. The reload¿s jaws were clamped. Functional testing was delayed for engineering review. Forwarded to engineering for evaluation of the locked jaws. Engineering¿s evaluation for the returned device is as follows: the exterior of the reload was evaluated. All externally visible components are present and undamaged. Pusher positions were evaluated, and were found to be flush and sub-flush (below the cartridge¿s surface) through-out the cartridge length. This is an indication that the device was fired in tissue thicknesses beyond the device¿s design intent documented in the device¿s IFU. Further analysis of the device was performed by removing the device from the firing instrument, removing the cover tube, removing the lock ring, and removing the channel adapter. The knife laminates were found to be dam aged. The channel adapter has visible scoring caused by the damaged laminates traveling outside of the adapter¿s knife slot. Engineering concludes that the damage to the knife laminates can be the cause for the increased firing and retraction forces, and can be the cause of preventing proper function of the device¿s interlock feature. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.